Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Investigation site: cq zuchwil. Selected flow(s): damaged: visual / examples: deformed/bent/cracked/broken. Visual inspection: upon visual inspection of the complaint devices it can be seen that some of the thread flanks at screw head thread are damaged and peeled off (chip), as the thread flanks are flattened and shiny, which resulted from contact to a hard material (most likely metallic), this thus confirming the complaint description. Additionally, the thread right below the screw head (approximately 4mm) is also deformed, this damage resulted also from contact to a hard material (most likely metallic). At the sections were the screw got damaged the coating is gone, as the coating is just a few microns thick, on top of the surface. The rest of the of shank, as well the tip, are in an undamaged and good condition. Dimensional inspection: the investigation has shown that the cause of complained malfunction is a post-manufacturing caused use related damage at the device, therefore no dimensional inspection is needed. Document/specification review: drawings and revisions are in accordance to DHR of production lot. All relevant features are defined on the used drawing revisions of DHR of production lot. Summary: based on the damage at the received part, and the provided complaint description, we are able confirmed the complaint. The mentioned damage found by visual inspection, can clearly be traced back to use. Device history record (DHR) review was performed for the affected lot, no abnormalities or deviations were detected, which could lead to the complaint failure. The article was manufactured in may 2020. No ncrs were marked in the DHR during production. Moreover, a review of our complaints data base shows, that there are no other complaints for this issue from this article and lot number. The investigation found no manufacturing related issues that would have contributed to this complaint condition. The damaged thread flanks are a clear indication for high applied forces during screw insertion. It is most likely that the locking screw was not properly aligned and subsequent contact with the plate in combination with high applied forces caused the damage of the thread flanks which finally prevented the locking screw from being properly inserted. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed as no product related issue could be detected. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post market safety surveillance activities. Device history lot: part: 04.210.122s. Lot: 6l94871. Manufacturing site: selzach. Supplier: (B)(4). Release to warehouse date: 19.may.2020. Expiry date: 01.may.2030. Since there is no allegation against packing or sterility, a manufacturing record evaluation was not performed. Part number:04.210.122. Synthes lot number: 49p4170. Supplier lot number: n/a. Release to warehouse date: 17mar2020. Expiration date: n/a. Supplier: (B)(4). No ncrs were generated during production. Review of the device history record showed that there were no issues during the manufacture of this product, and any subcomponents, which would contribute to this complaint condition. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Additional device product code: hrs. Complainant part is expected to be returned for manufacturer review/investigation, but has yet to be received. The investigation could not be completed; no conclusion could be drawn, as no product was received. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes reports an event in (B)(6) as follows: it was reported that on (B)(6) 2020, during an unknown surgery, the screw could not be inserted due to unknown reason, and an unknown metal fragment was generated while inserting the screw. Another screw was implanted and locked. The surgery was completed successfully within thirty (30) minutes delay. Patient outcome is reported as stable. No further information is available. Concomitant device reported: screwdriver (part# unknown; lot# unknown; quantity: 1). This report is for one (1) 2.4mm ti va locking screw stardrive 22mm. This is report 1 of 1 for complaint (B)(4).